Manufacturer narrative:
This report is submitted on january 25, 2017.

Event description:
Per the clinic, the patient experienced poor performance with the device use and a subsequent reduction in clinical benefit, resulting in the decision to explant. The device was explanted (date not reported) it is unknown if there are plans to re-implant the patient with a new device.

Manufacturer narrative:
This report is submitted on march 10, 2017.